Event description:
It was reported that approximately 1.5 hours into a da vinci s prostatectomy procedure, double vision was experienced from the surgeon side console (ssc). With the assistance of an isi technical support engineer the customer removed the endoscope from the camera head, power cycled the high resolution stereo viewer (hrsv), the ssc, and the entire system, however, the double vision continued to occur. The pt was under anesthesia for approximately 2 hours when the surgeon made the decision to convert the procedure to traditional open surgical techniques. The planned procedure was completed and no pt harm was reported.

Manufacturer narrative:
Results and conclusions - the investigation conducted by field service engineering found no problems with the vision system and the customer reported problem could not be duplicated. Engineering concluded that the problem experienced by the customer was likely due to a visual alignment/balance failure which was corrected when the system was completely turned off at the end of the case. As of 2008, there have been no reported recurrences of the issue at this hosp.